Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2003, the patient underwent the surgery via tha. After the surgery, on (B)(6) 2021, the patient fell and was taken to the hospital. An x-ray showed that the nail was broken at the neck. Because the patient has a coronavirus, the stem removal surgery is scheduled for 2 weeks later. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the neck of the bail was broken. Revision surgery was performed on (B)(6) 2021 removing the stem.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported fracture. Corrosion was also observed. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: (B)(4) parts were manufactured per specification. No deviations or anomalies were noted.